Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was missing components. Visual inspection of the returned part exhibits signs of repeated use (nicked or gouged) and has disassembled/missing components. The missing components were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42527900700 - tibial articular surface provisional shim size gh 10 mm thickness ¿ 62187334. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01964.

Event description:
It was reported that the instrument was missing a ball bearing during an initial knee arthroplasty. It was noted that no pieces fell into the patient and all parts were returned. No known adverse event was reported.